Event description:
It was reported that the insertable cardiac monitor (icm) device was protruding through the skin of the patient. Boston scientific technical services (ts) received a call from a boston scientific representative asking if the physician can re-implant the protruding icm device. Ts advised they cannot do this. Additional information from the boston scientific representative provides the icm device was protruding through the incision site, but the patient did not have an infection. Further providing the patient complained of pain at the implant site prior to the device being explanted. The icm device is expected to be returned to boston scientific. There were no additional adverse patient effects reported.

Manufacturer narrative:
The completed product investigation provided analysis of the returned product is not able to provide relevant information for the dehiscence allegation; however, dehiscence is a known medical risk associated with the implantation of a device under the skin. As a result evaluation conclusion code "known inherent risk of device" was added.

Event description:
It was reported that the insertable cardiac monitor (icm) device was protruding through the skin of the patient. Boston scientific technical services (ts) received a call from a boston scientific representative asking if the physician can re-implant the protruding icm device. Ts advised they cannot do this. Additional information from the boston scientific representative provided the icm device was protruding through the incision site, but the patient did not have an infection. Further providing the patient complained of pain at the implant site prior to the device being explanted. The icm device has been returned for analysis. There were no additional adverse patient effects reported.